Event description:
Patient was revised to address multiple dislocations. **update** (B)(4) 2013 - litigation papers received. The doi was provided. There is no new additional information that would affect the investigation. **update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Patient was revised to address multiple dislocations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The report states patient was revised to address multiple dislocations. Doi unk - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated acetabular liner. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The products associated with this report were not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address multiple dislocations. Update: 2/28/2013 - litigation papers received. The doi was provided. There is no new additional information that would affect the investigation.